Event description:
It was reported that during procedure, the helix no longer functioned after the physician repositioned the lead several times.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.